Event description:
It was reported the pt was experiencing increased leg numbness. The pt's catheter was revised. The spinal segment of the catheter was removed and a crystalized substance was noted on the tip. The catheter was sent to pathology (no results reported). The pt did have leg numbness prior to the device system being implanted. The drug used in the pump was not reported. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
.